Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 5/01/98).

Event description:
The iab leaked. This was the only info at the time of the report. The following was reported to datascope on 3/30/98: the pump sounded "rapid gas loss". There was no pt injury or complication as a result of the event. [Event complications]: unk-reported 2/6/98; none-reported 3/30/98. [Pt's current status]: unk-rpt'd 2/6/98.